Event description:
During surgery, it was reported that a lead fracture was observed. Patient had a full replacement. The explanted lead has not been received to date. No additional relevant information has been received to date.